Event description:
Same case as 2134265-2013-07683. It was reported that stent moved on balloon occurred. The target lesion was located in the proximal left anterior descending artery. An unspecified size maverick2 balloon catheter was advanced to the target lesion for predilation. Then a 4.00mm x 20 mm promus element plus stent was advanced. However, the stent stripped off of the stent delivery system (sds). The physician was able to remove the stent together with the sds. It was suspected that the stent got stuck in a retrograde dissection and the stent the does not appear to be the cause of the dissection. The cause of the dissection is unknown but may have occurred during predilatation and most likely is unrelated to the stent. The dissection was treated using another unspecified size promus element plus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Ae or product problem: corrected from product problem to ae or product problem. Outcomes attrib. To ae updated. Describe event or problem: corrected. Type of reportable event: corrected from malfunction to serious injury. (B)(4).

Event description:
Initially it was reported that the stent moved on the balloon, however it should have stated that stent dislodgment occurred.